Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The proximal and distal insulations were abraded between 20.0 cm and 21.5 cm from the distal tip electrode. The abraded distal insulation could cause a short circuit between the proximal and distal coils resulting in low lead impedance.

Event description:
It was reported that the atrial lead exhibited impedance less than 200 ohms impedance. The lead insulation was damaged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.